Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer's blood glucose (bg) was 32.4 mg/dl. The customer received assistance administering dextrose by paramedics to address the bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Recommendation was made to consult with a healthcare provider regarding diabetes management.